Event description:
It was reported while running patients samples on bd facscanto¿ ii flow cytometer there was no signal in scatter diagram. Repeat testing was performed and the issue remains. There was no impact to patient. The following information was provided by the initial reporter, translated from chinese to english: fse provided suggestion to customers via remote assistance, customer will operate as fse's suggestion, if the issue remains ,customer will call us again. In case the problem occurs again,it needs to give the customer a few days to feedback, so the case cannot be closed at present. We have not received calling from customer until now,so the instrument still working normally. 1. Facscanto ii instrument sporadically no signal in the scatter diagram, apply for an engineer to check on site. 2. Clinical use. 3. No abnormal results are used for patient treatment, no influence customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint of the scatter graph having no signal which may lead erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 01mar2020 to 01mar2021. Complaint trend: there are 8 complaints related to the issue of erroneous results. Date range from 01mar2020 to 01mar2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the scatter graph without signal which may lead erroneous results was due to a laser out of calibration or alignment. The fse (field service engineer) confirmed the issue after conducting performance checks and a full inspection of the instrument. After the tests and the proper maintenance calibration, the instrument was operating as expected. No parts were requested for evaluation as no parts were replaced. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: pi-338960-facscanto ii-scatter chart has no signal. Problem description: 1, facscanto ii instrument occasional scatterplot no signal, apply for engineer door-to-door inspection. 2, clinical use. 3, no abnormal results for patient treatment, no impact. Work performed: check the instrument signal is normal, test 2 specimens are not abnormal, the customer needs to continue to use observation. Cause: suspect laser or circuit failure. Solution: check the instrument signal is normal, test 2 specimens are not abnormal, the customer needs to continue to use observation. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is an ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Item: 9. 4+2 filters. Function: 9.1 transmit and reflect correct optical wavelengths. Potential failure mode: 9.1.1 no signal in ssc (4c multitest). Potential effects of failure: 9.1.1.1 no lymphocytes detected. Potential causes/mechanisms of failure: 9.1.1.1.1 5+3 user attempts to switch to 4+2, but leaves pe-txr slot empty. See canto optical configurations use case v1.0, item o2 current controls: setup fails. Expert lymph gate flag. Recommended actions: 1. Design for fixed (non user-adjustable) filter configuration (4+2 filter set = 5+3 filter set) 2. Instructions for use to instruct users not to alter filter configuration. Responsible party: 1. R&d 2. Tech pubs. Target completion date: 06/01/06. Actions taken: 1. Done. See bd facscanto ii IFU (640773) - chapter 1 for description and drawings of filter configurations 2. Bd facscanto ii IFU (640773) - chapter 5 sev: 5. Occ: 1. Det: 6. Rpn: 30. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause was due to a laser out of alignment. Conclusion: based on the investigation results, the root cause of the customer¿s scatter graph potentially showing erroneous results on the facslyric, was due to a laser being out of alignment. The fse confirmed the issue, calibrated the laser performed standard maintenance checks. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone number: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while running patients samples on bd facscanto" ii flow cytometer there was no signal in scatter diagram. Repeat testing was performed and the issue remains. There was no impact to patient. The following information was provided by the initial reporter, translated from (B)(6) to english: fse provided suggestion to customers via remote assistance, customer will operate as fse's suggestion, if the issue remains ,customer will call us again. In case the problem occurs again,it needs to give the customer a few days to feedback, so the case cannot be closed at present. We have not received calling from customer until now,so the instrument still working normally. Facscanto ii instrument sporadically no signal in the scatter diagram, apply for an engineer to check on site. Clinical use. No abnormal results are used for patient treatment, no influence. Customer conducted a repeat/different test to confirm the results, the problem remains. The patient sample was used during this test. There was no impact to patient samples and no physical harm/injury due to the issue. No incorrect results been used. No delay or altercation of treatment due to this problem.